Event description:
It was reported that the customer's insulin pump had a blank display. It was also reported that customer received an off no power alarm. Customer's blood glucose level at the time 265 mg/dl. Troubleshooting occurred. Customer treated with manual injection. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.